Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-02585 and 2134265-2012-02586. Same patient as MDR ID#: 2134265-2009-01574, 2134265-2010-01281 and 2134265-2010-02194. It was reported that post a stenting treatment procedure, the patient experienced angina and ischemic symptoms and in-stent restenosis occurred. The index procedure treated the de novo, type b1, 50% stenosed 3.0x12.8mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x15mm unknown balloon inflated to 8 atm and the placement of a 3.0x12mm taxus express2 stent deployed at 12 atm. Post dilation was performed with the stent delivery balloon. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. Non bsc stents were implanted in the mid and distal lad (3.0x23mm, 2.5x18mm). The patient was discharged the next day on bayaspirin and panaldine. (B)(6) 2008, the physician observed 75% restenosis measuring 21mm in length located in the previously stent lad, with a reference vessel diameter of 2.5mm. The physician treated the in-stent restenosis with placement of an unknown sized taxus express2 stent, resulting in 0% residual stenosis. (B)(6) 2009 - stenosis was confirmed in the mid lad but there were no anginal symptoms. In 07/2009, angioplasty and stenting treated the 90% stenosed 3.0x11mm lesion located in the mid lad with an unspecified balloon and taxus stent resulting in 0% residual stenosis. (B)(6) 2011, the physician observed 75% restenosis measuring 19.7mm in length of the previously stented proximal lad with a reference vessel diameter of 3.57mm. The restenosis was treated with target vessel revascularization using an unknown manufacturer's balloon, resulting in 25% residual stenosis. The event was considered resolved and the patient was discharged the following day. (B)(6) 2011, the patient experienced worsening angina and ischemic symptoms and the physician observed 99% restenosis measuring 11.5mm in length of the previously stented proximal lad with a reference vessel diameter of 3.17mm. The restenosis was treated with balloon angioplasty using an unknown manufacturer's balloon, resulting in 25% restenosis. The patient was considered improved.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).